Event description:
The customer reported that an erroneously elevated prostate specific antigen (psa) result above the normal range of the assay was generated from a unicel dxl 600 access immunoassay system for one patient sample. The erroneous psa result was reported outside of the laboratory where it was questioned by a physician due to the increase in dose response from a previously drawn and tested sample from the same patient which recovered with a lower result. There were no reports of death, serious injury or change to patient management associated with this event. Upon subsequent repeat testing at an outside reference laboratory, using an alternate methodology, the result was lower and regarded as valid. Assay quality control results were recovering within the customer's established limits on the date of the event. The customer did not indicate there were any sample integrity concerns in connection to this event. The samples were serum samples.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 to address the issue. The field service engineer (fse) performed preventive maintenance activities and did not observe any hardware issues during the service visit. The fse verified hardware performance was within specifications after the pm was complete. Upon completion of the necessary instrument maintenance activities, the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information.